Event description:
The end user alleges they were sitting on their scooter in a van lift with the key in when the scooter jolted forward off the van ramp. The end user sustained three fractured ribs, contusions and five staples to their forehead.